Manufacturer narrative:
The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the failure investigation once it has been completed.

Event description:
Customer reported v shaped tear on the IV set, which lead to an infusion leak. Customer reported the set looked malformed, rough to the touch, and looks like it was melted. Details of the event are as follows: a septic patient in the micu was on 2 low dose pressors on (B)(6) 2012. At 1600, the nurse performed routine tubing changes and at 1900, the blood pressure started to decrease. From 1900 to 0700, the nurse titrated both pressors to max dose with no blood pressure response. The nurse also added 2 more pressors and titrated them to max dose with little blood pressure response. The day nurse found a leak in the set at 0700 on (B)(6) 2012 and the tubing was changed at that time. Once the tubing was changed, the blood pressure immediately increased and the nurse was able to wean off the 2 added pressors and weaned down the original 2 pressors to lower than they started at 1600. Customer reported all the pressors were running through a 3 way stopcock and the line with the leak was the line going to patient. Customer stated that no further patient or event information is available.